Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer reported that blood glucose level was 33 mmol, 7.6 mmol/l. The customer treated with the insulin pump. Troubleshooting was not performed for high blood glucose. The customer reported that the infusion set cannula was bent. The insulin pump will not be returned for analysis.